Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the surgeon was doing axsos distal femoral plate on weekend and put 5.0 locking screw in without the torque limiter attached to screwdriver shaft and tip of screwdriver broke off in head of screw. Action taken was an x-ray and surgeon decided to leave tip of screwdriver in place. Another screwdriver from the 5.0 instrument set was used for remaining locking screws. Case was completed without further events and no unusual circumstances.